Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer confirmed that the device was leakage. The ccd was broken due to a water leak caused by handling at the time of transportation, storage, use, reprocess, etc., omsc surmised that it was because the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.